Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution.

Event description:
Litigation alleges significant damages, including but not limited to physical injury, economic loss, pain and suffering.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim letter and medical record received. Claim letter alleges extreme high levels of metal in the blood in which a metal debris was found on the patient's hip during revision surgery. It was also indicated that the plaintiff suffered from injuries and intend to seek damages. After review of medical records for reportability, patient was revised to address failed hip arthroplasty with metal-on-metal liner failure. Revision notes reported of extensive synovitis with metal debris in the hip and presence of cyst within the pubis. An MRI confirms that there was significant soft tissue inflammation and the patient's cobalt and chromium levels were elevated. An MRI confirms that there was significant soft tissue inflammation and the patient's cobalt and chromium levels were elevated. There were no laboratory results provided. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip (pinnacle). This pc is linked to (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.